Event description:
It was reported that the patient was admitted to the hospital for withdrawal symptoms. There were no current pump alarms. The healthcare provider (hcp) was to see the patient the day following the report to interrogate the pump. The device system delivered morphine. It was later reported that the patient was seen by the hcp. The patient was taken to the operating room (or) and the catheter was replaced. At the time of the report the patient was ¿doing good¿.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter had migrated out of the intrathecal space. The patient had experienced gradual symptoms including cramps, his back hurting, nausea, vomiting and increased blood pressure. No additional information was provided.